Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) "came loose and protruded through the skin at the insertion site". The icm has been explanted. No further patient complications have been reported as a result of this event.